Event description:
A caller reported a cartridge alarm issue with their pump, and their blood glucose level was high as a result. However, there was no adverse impact to the customer's blood glucose level. The customer addressed the high blood glucose by administering a corrective injection using multiple daily injections (mdi) and did not require third-party assistance. Tandem technical support confirmed consecutive cartridge alarms and decided to replace the pump, which was still under warranty. The customer was advised to use mdi as a backup therapy until the new pump, featuring updated software, arrived. Tandem provided instructions for placing the faulty pump in storage mode before returning it and shipped the replacement pump to the customer without requiring a delivery signature. The customer acknowledged understanding of all provided instructions.